Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used to treat the right distal sfa. Six days later, a staged procedure was carried; 2 in.pact admiral balloon catheters were used to treat the left proximal sfa and popliteal. Approximately 4 months post index and staged procedures, patient suffered critical limb ischemia. Event was treated with pta balloon in target lesion right distal sfa. Investigator and sponsor assessed event is not related to device, procedure and paclitaxel. Patient recovered.